Event description:
Log file review indicated that one of the batteries also exhibited a critical battery alarm and had a communication error.

Manufacturer narrative:
Corrections: b3, b5, d4, h6, h10. Product event summary: two (2) batteries ((B)(6) , (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The gas gages functioned as expected with all four (4) leds on when the batteries were fully charged. As a result, the reported display error event could not be confirmed. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6) and (B)(6), which is indicative of a communication error. Analysis of the alarm log file revealed one (1) critical battery alarm due to the battery depleting below 10% relative state of charge (rsoc) involving (B)(6) , as well as three (3) critical battery alarms due to communication errors involving (B)(6) and (B)(6) . However, no controller fault alarms have been logged within the analyzed period. As a result, the reported communication error and critical battery alarm events were confirmed. The reported controller fault alarm event, however, could not be confirmed. The most likely root cause of the critical battery alarms can be attributed to the patient allowing the battery to deplete below 10% rsoc, as well as communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: catalog #: 1650 / serial #: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213 .h6: FDA conclusion code(s): 19, 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two batteries (bat320205, bat320206) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that no controller fault alarms were logged on the controller. Additionally, supplemental testing of the batteries revealed that the gas gauges functioned as expected. As a result, the reported event could not be confirmed. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed three (3) critical battery alarms due to communication errors in the weeks prior to the reported event date. These alarms involved bat320205 and bat320206. It is likely that these critical battery alarms were observed when the batteries were noted to be faulty. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR rec: 2017-11-09. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31, UDI #: (B)(4), return date: 2017-11-27. Device evaluation anticipated, but not yet begun, mfg date: 2016-03-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fuel gauges on the batteries were not functioning properly and a controller fault alarm was triggered. Log files indicated that the batteries were faulty. The batteries were exchanged. No patient complications have been reported as a result of this event.